Manufacturer narrative:
(B)(4). Unit received with blank display due to broken trace on b1 interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unable to communicate sensor simulator to verify weak signal alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that insulin was fell causing damage to the screen. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.